Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rapture occurred. The 80% stenosed lesion was located in the tortuous and calcified radial. On the first inflation a f/g sterling otw 5.0 x 40/40 (4f) was inflated to 13 atmospheres. On the second inflation the balloon was inflated to 13 atmospheres and ruptured. The balloon was removed intact. A non bsc balloon was inflated to 15 atmospheres and the lesion was successfully dilated. There was no resistance and intermittent flushing was performed during the use of the device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be field.